Manufacturer narrative:
Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed as part and lot numbers are unknown. X-ray review noted, the tibial post is fractured proximally and there is displacement of a fractured metal piece into the posterior medial knee joint. A possible contributing factor to the implant failure is anterior slope of the tibial component causing increased stress on the tibial post. However, a root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being scheduled for a revision procedure due to breakage at the junction of the implants and pain. No revision has been reported to date, and no further information has been received.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown nexgen bearing, unknown nexgen tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to breakage at the junction of the implants. However, no revision has been reported to date